Manufacturer narrative:
Citation: khalil et al. Changes in outcomes over time in intermediate-risk patients treated for severe aortic stenosis. J card surg. 2020 oct 5. Doi: 10.1111/jocs.15063. Online ahead of print. Earliest date of publish used for event date. Medtronic products referenced: evolut r and evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes for intermediate-risk patients treated for severe aortic stenosis. All data were collected from multiple centers between january 2012 and december 2019. The initial study population included 812 patients (predominantly male, mean age 77 years) who underwent surgical aortic valve replacement (savr) or transcatheter aortic valve replacement (tavr). The population was then propensity matched into two groups of 139 savr and 139 tavr patients. From the tavr group, eight patients were implanted with medtronic evolut r or evolut pro transcatheter valves (no serial numbers provided). In the tavr group two deaths occurred within 30 days of implant. No further details were provided on these deaths. Based on the available information medtronic product may have been associated with the death(s). In the tavr group adverse events included: cerebrovascular accident, transient ischemic attack (tia), paravalvular leak (pvl), atrial fibrillation with permanent pacemaker implant, renal failure, infection, bleeding or cardiac tamponade with an increased need for reoperation, readmission to intensive care unit (ICU), extended hospitalization. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. No further details were provided regarding unique device identifiers, device status, or patient weight.